Event description:
The customer reported that the system lost pt cine runs, data loss. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.